Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-07188. Reference MFR report: 1627487-2013-07190. It was reported, the pt was only receiving stimulation in the right leg; stimulation should have been bilateral. In addition, the pt did not have stimulation in the back. It was reported reprogramming and imaging confirmed left lead placement. Follow up identified the physician positioned the leads midline on (B)(6) 2013. It was reported the pt received effective stimulation postoperative.